Manufacturer narrative:
No product has been returned for evaluation as it remains in-situ. No radiographs were provided to confirm the reported event. Labeling review: potential adverse events and complications "...as with any major surgical procedures, there are risks involved in orthopedic surgery. Infrequent operative and postoperative complications that may result in the need for additional surgeries include: spinal cord or peripheral nerves..." "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s); nerve damage due to surgical trauma..." "...patient education: the patient should be instructed to limit postoperative activity, as this will reduce the risk of bent, broken or loose implant components. The patient must be made aware that implant components may bend, break or loosen even though restrictions in activity are followed..." "...single use: reuse of a single use device that has come in contact with blood, bone, tissue or other body fluids may lead to patient or user injury. Possible risks associated with reuse of a single use device include, but are not limited to, mechanical failure, material degradation, potential leachables, and transmission of infectious agents. Resterilization may result in damage or decreased performance..." Product remains in-situ.

Event description:
On (B)(6) 2017, patient underwent a posterior fusion procedure at l4/5 levels. Post-operative radiographs showed the screw at l5 level was turned outward and interfered with the nerve. On (B)(6) 2017, a revision procedure was performed to reposition the screw. No patient injury was reported.

Manufacturer narrative:
Section in initial MDR stated procedure was performed at levels l4/5, supplemental information received states index surgery was performed at level l3-5. Section has been updated to add doctor's name. It has been confirmed same screw as re-utilized and therefore will not be returned for evaluation. Product was reused.